Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the team could not pair the bed with the robot, but it was not really an issue for this surgeon. Once the patient was in position and the robot was driven in, the surgeon tried to seat the camera into the robot. While trying to seat the robot, the robot arm started flashing yellow, and the robot and tower would not communicate with each other. The team could not troubleshoot the issue. The team could not get the robot to work, so the procedure was converted to laparoscopy. The conversion did not increase the port size incision, and additional ports were not added. The surgeon replaced the metal robot cannulas with plastic disposables. The patient tolerated the changes, but the procedure length did increase. There was no injury to the patient. The procedure name is robotic laparoscopic cholecystectomy. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation. The probable root cause is attributed to an issue with the fiber pigtails on the surgeon side cart (ssc) interrupting the communication between the system components.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report patient side not connected. The customer had restarted with no change. Tse had site do a hard restart and reseat the fiber cables with no change. The procedure was converted to laproscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the blue fiber cable (bfc) to the patient side cart (psc) was unplugged at the back of the tower. The fse reconnected the blue fiber and proceeded to boot up the system in normal mode without issue. However, after about five minutes, the system through an error of 41113. The fse contacted the technical support engineer (tse) to determine the cause of the error. After further investigation, the tse identified related errors of 31089, which pointed to the fiber pigtails on the surgeon side console (ssc)left- side port. The tse recommended replacing the fiber pigtails and swapping the bfc to the other side. The fse powered off the system, performed the swap, and observed no further issues. The fiber pigtails on the ssc and the blue fiber connector were replaced. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.